Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the controller not coming on was that it was off by the hand device. When asked what steps were taken to resolve the issue they stated that they were learning how to turn it on with the hand held device. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller would not come on and the issue began 2 days ago. Agent asked patient if there was anything plugged into the controller when the issue occurred but didn't clarify which cord was plugged in first. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and green light was flashing above the screen. Patient got the recharge the controller message. Agent advised patient to charge the controller then charge the implant. Agent reviewed no device found information. Agent advised patient to call back if the issue persisted.